Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, total delamination of valve assessed as adhesive failure. Additional observations. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particle observed inside device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.